Event description:
It was reported the battery removal test failed. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the upper case was broken, the lower case was broken/contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was broken, the release spring was contaminated, the battery contacts were compressed, the battery drawer was contaminated and the encoder flex was defective. Further analysis was performed on the main pcb. This analysis confirmed that the battery removal failure was caused by a capacitor component failure. (B)(4).